Manufacturer narrative:
D2b: pro code: lit, dqy

Event description:
It was reported that balloon rupture occurred. A 12.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. During the procedure, the balloon burst before reaching pressure. The procedure was completed with another of the same device. No patient complications were reported.